Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during testing, tf: 8912 and cuff leak alarm appeared. No patient involved.